Manufacturer narrative:
Hvad® pump hw1974, remains implanted in the patient. The complaint for the damaged connector was confirmed. The pump driveline connector press fit ring is missing from the connector barrel. This prevents the driveline connector from securing into the controller connector. The root cause of the damaged connector could not be determined, however, excessive tensile forces exerted on the pump driveline connector during use may have caused the tube/barrel on the front of the driveline connector to fracture, allowing the press fit ring to slip off the connector tube/barrel. A splice repair was performed to exchange the damaged driveline connector. Product remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately nineteen months after the implantation (and while the patient was already hospitalized for an unknown reason), the site reported several vad disconnect alarms related to the patient disconnecting his driveline ((B)(4)) from his controller. The site reported that the patient is not mentally stable and does not speak. They further reported that they sometimes re-connected the driveline with force due to the urgency of the event. During a routine check of the device, it was noted that the driveline connector no longer locks to the controller and could be pulled out easily. The driveline connector was secured with tape to prevent unintentional disconnections. Four days later, a heartware field engineering inspected the connection and noted that the locking mechanism was free to move but would not lock into place. Visual inspection of the connection revealed a broken outer tubing of the front portion of the connector. Prior to the procedure, the patient's was awake, lying in bed and with a diastolic blood pressure of 80 mmhg. Vad parameters were noted to be within normal range. The patient was subsequently moved to the ICU in order to perform the splice repair. When the wire was re-connected, the pump is reported to have started (5:21pm) but to have taken a little longer than expected (a few more seconds) to reach 2400 rpm. During the three minutes of pump-off time, the patient lost consciousness and his condition necessitated cardiopulmonary resuscitation and atropine. After the pump re-started, the patient was in ventricular tachycardia with a rate of 230 bpm. The controller display revealed a lack of pulsatility with a flow of just over 1.0 l/min. His was successfully defibrillated to a sinus rhythm with good pulsatility displayed on the controller screen and normalization of his estimated flows. As of the date of this report, the patient was in his usual state of health. Investigation is ongoing.